Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. It was noted that the patient fell shortly after the lead was implanted and the lead was programmed off. As the patient experienced worsening heart failure, pacing was required, so the lead was programmed back on. Loss of capture was then observed, so the lv lead was surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported.